Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of not wearing a mask and peritonitis in coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer service, the patient stated that on an unreported date in 2011, she did not wear a mask while performing dialysis. On (B)(6) 2011, she experienced peritonitis that resulted in hospitalization on the same day. Treatment provided for the events was not reported. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. The outcome for the not wearing a mask was not reported. Dianeal and extraneal therapies were ongoing. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). Additional information was received by global pharmacovigilance (gpv) on (B)(6) 2011 during a follow up call with the facility nurse. The nurse reported that the peritoneal effluent culture was negative, and clarified that the culture was obtained prior to the start of antibiotics. The nurse stated that on an unreported date, the patient received unspecified antibiotics during her hospital stay. The nurse reported that the patient believed that air got into the peritoneal dialysis (pd) lines from the new luerlock cassette. The nurse stated that she did not know how the patient got peritonitis. The event of peritonitis had resolved. The nurse stated that she did not know if dianeal and extraneal therapies had anything to do with the peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lots, h11a23015 and h11a03132 , was performed with no issues noted during the manufacturing process. The root cause of this incident was determined to be use error-break in aseptic technique. A labeling review was performed by baxter and current labeling provides ample instructions related to prevention of the use error. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.